Event description:
The reporter indicated that 12.6mm vticmo12.6 implantable collamer lens of a -14.5/1.0/098 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a shorter length lens due to excessive vault, and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Claim# (B)(4).